Event description:
The customer reported being hospitalized for high blood glucose of 309 mg/dl. The customer's glucose reading at time of the call was 289 mg/dl. Troubleshooting was performed. All the programming on the insulin pump was correct. The alarm history revealed a no delivery alarm. Ran a fixed prime and high pressure test and the insulin pump passed the tests. The customer stated that she was advised to request a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.